Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 63 mg/dl, 295 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for freestyle libre sensors. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 63 mg/dl, 295 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 1 (indicating the sensor was never activated by the customer). Sensor state 1 with an event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d1 (brand name) was updated. This also serves as a correction report. Section d1 (brand name) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 63 mg/dl, 295 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the reader usb port and damage to the internal pins of the usb was observed. The cause of the damage to the pin was to due to the user had used incorrect cable into the reader or applied excessive force to insert the cable into the readers usb port. Leading the usb port to no longer functioning as a result. Reader was incorrectly displayed the connected to pc message. The reader was connected to pc and approved software was not able to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the reader pcba (printed circuit board assembly) and liquid contamination was observed. Issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 63 mg/dl, 295 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the reader usb port and damage to the internal pins of the usb was observed. The cause of the damage to the pin was to due to the user had used incorrect cable into the reader or applied excessive force to insert the cable into the readers usb port. Leading the usb port to no longer functioning as a result. Reader was incorrectly displayed the connected to pc message. The reader was connected to pc and approved software was not able to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the reader pcba (printed circuit board assembly) and liquid contamination was observed. Issue is not confirmed to use due to liquid contamination. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits and libre reader were reviewed and the dhrs showed the libre sensor and libre sensor kits and libre reader passed all tests prior to release. This also serves as a correction report. Section h11 ( additional MFR narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 63 mg/dl, 295 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.